Event description:
It was reported that the patient was diagnosed with left vocal cord paralysis by an ent. The patient experienced one episode of choking while taking a drink of water when his vns stimulation started. He also has some hoarseness that is intermittent. The provider noted he does not necessarily think the vocal cord paralysis is related to vns since the patient's surgery was several years ago. No further relevant information has been received to date.

Manufacturer narrative:
B5. Describe event and h6. Adverse event problem codes; corrected data, initial MDR inadvertently submitted events noted to be unrelated to the device implant and therapy.

Event description:
Based on the initial information provided, it was noted that the vocal cord paralysis (vcp) was likely not related to the vns therapy since the vcp occurred several years after surgery. There are no known significant changes in output current that would trigger vcp, and therefore it wouldn't be expected that this event is related to the vns device/stimulation either.